Event description:
It was reported "recognized grey lumen detached (this one was detached from location just post grey hub on clave) post repositioning." The device was removed. The patient's current condition is reported as "unknown". Additional information was requested from the customer, no additional information was provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and potentially relevant findings were identified. Multiple planned deviation non-conformances were identified for batches 72c23c0382, 72c23c0604, 72c23b0150, 72c23d0290 , 72c23c0182, and 72c23b0543. These planned non-conformances were initiated as part of a CAPA to manufacture under optimized process parameters for molding the extension lines into the luer hubs and to increase the sampling plan. Without the device returned for evaluation, it cannot be confirmed if the deviations are relevant to the customer report. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "recognized grey lumen detached (this one was detached from location just post grey hub on clave) post repositioning." The device was removed. The patient's current condition is reported as "unknown". Additional information was requested from the customer, no additional information was provided at this time.